Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter was used during a dilatation procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the balloon burst in the esophagus. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain further patient and procedure information surrounding this event have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Patient age, gender, and weight are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.